Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable ise indirect gen. 2 sodium results. Of the data provided for four patient samples, only the results for two patient samples were discrepant. The samples were repeated on an abl analyzer. Patient 1 initial result was 153 mmol/l and the repeat result was 140 mmol/l. The result from a new sample from the patient was 140 mmol/l. Patient 2 initial result was 160 mmol/l and the repeat result was 131 mmol/l. The result from a new sample from the patient was 134 mmol/l. The erroneous results were reported outside of the laboratory. The medical personnel were informed of the correct results. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. The customer then had issues with analyzer alarms, calibrations, and the probe. When exchanging the kcl electrode, the customer noted that the compartment was wet. It was cleaned, the electrode was changed and calibration was ok. After additional issues and analyzer alarms were noted, the customer performed further maintenance.